Event description:
It was reported that a malfunction alarm occurred while delivering a bolus. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy.